Manufacturer narrative:
Sample was discarded by the customer. No photographs were available. The customer could not confirm the bag lot number. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that one unit of a total parenteral nutrition (tpn) bag was found to be leaking when taken out of the freezer. The leak was identified prior to patient use. There was no report of injury or medical intervention as a result of this event. No additional information is available.